Event description:
Additional information: it was reported that the patient pulled her catheter out into the subcue, but did not suffer withdrawal, but had a ¿very, very diminished drug response.¿ they tried to do an ¿access port¿ and all they got was ¿kind of foamy serosanguinous drainage.¿ it was believed that they were ¿just pulling out of her back.¿

Event description:
It was reported that it was confirmed that the catheter was dislodged from the intrathecal space. The reported stated that the catheter "pulled subcutaneously". The patient made it aware that she was able to "flip her pump" and during operation it was observed that the catheter was "coiled in the front and back" and was "totally stretched". The entire catheter was replaced on the day of the report. The pump remained in service as it had plenty of longevity and a roller study showed no issues. The pump was tied down on all four suture loops and the patient dose was adjusted. The patient remained in the hospital and an abdominal binder was placed. The patient symptoms included increased tone with no relief with increases. It was reported 3 days later that the patient had improved since the catheter revision. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).